Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. Upon evaluation, it was discovered that the battery back had one or more dead cells. The root cause of the dead cells was due to the pt using the battery for over 24 hours. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
The pt service representative (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support to report that one of the pt's batteries is showing a battery with a line through it when it is placed in the charger. The pt was provided with a replacement battery pack.